Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent anterior spinal fusion surgery due to lumbar canal stenosis (lcs). Intra-op, the fixing lever of the flexible arm became unable to move halfway and the product could not be fixed enough. There was a delay of less than 60 minutes in overall procedure time as a result of this event. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product analysis: functional evaluation of returned instrument was able to be tightened without issue. The instrument appears to be capable of performing its intended function. If information is provided in the future, a supplemental report will be issued.